Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose of 400 mg/dl. Customer also reported sensor glucose of 50 mg/dl. Customer stated that sensor went into threshold suspend. Symptoms that were reported at the time of the incident included none. It was not provided how the customer treated for the high blood glucose. The customer reported issues with sensor. The sensor will return for analysis.